Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to atrophy. Suspected caused is wrong cylinder sizing. Cylinder migrated just below the glands, where it was originally placed.